Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings (auto off) issue. The reporter stated that the patient had a blood glucose (bg) of 42mg/dl with blurred vision. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. The patient also had a bg of 349mg/dl. This high bg does not meet the animas criteria for a serious adverse event. Customer support (cs) completed troubleshooting and the patient stated they have bronchitis and is on antibiotics and on cough medicine was codeine. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 08/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/22/2016 with the following findings: pump was returned with the auto-offfeature ¿enabled¿ duration 14hrs. The bb shows one auto off alarm on (B)(6) 2016 at 08:52; deliveries never resumed. Auto-off duration was set to 1hr and the pump set to run on 2u/hr basal rate, the pump gave the appropriate auto-off visible and audible alert exactly after 1hr, the auto-off feature found to be functioning properly. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.